Event description:
Customer called to report back to back discrepant results. At 21:36, the patient's b/g results were 516 mg/dl. Using another professional meter, the b/g results at 21:41 were 149 mg/dl. Treatment was not given. Controls were run and passed. No adverse event reported. A request was made for the return of the device and a replacment was sent.